Event description:
A report was received that the patient had pain at the pocket site. It was noted that patient felt the pain whether the stimulation is on or off. The patient underwent a revision procedure and was doing well postoperatively.